Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient¿s blood glucose level rose to 500 mg/dl while wearing the pod between 37 and 48 hours of use. The pod reportedly fell off from the infusion site on the arm during a sporting activity, resulting in cannula dislodgement. The pod alarm sounded, at which time the patient became aware that the pod fell off. The patient experienced nausea during the event. As treatment, the legal guardian administered insulin corrections, and a new pod was applied.